Event description:
Pt ID: (B)(6); on (B)(6) 1997, she received a right total hip arthroplasty involving a zimmer cpt #3 stem, medium neck #28 cocr head #28 cocr heat, #58 trilogy cup with 2-screw fixation. On (B)(6) 2015, her plasma cobalt level was 2.6 mcg/l. On (B)(6) 2017, her whole blood cobalt level was 1.7 mcg/l and urine cobalt level was 6.0 mcg/l. On (B)(6) 2017, her urine cobalt level was 7.0 mcg/l and whole blood cobalt level was 1.4 mcg/l. On (B)(6) 2017, her urine cobalt level was 4.3 mcg/l and whole blood cobalt level was 1.4 mcg/l. She attempted cobalt chelation with n-acetyl cysteine, 2,000 - 600mg taken orally, but this was only partially affective. In about 2017, she began noting right lateral hip pain. On (B)(6) 2017, a metal suppression MRI was made of the right hip and showed a likely area of osteolysis at the posterior cortex and some capsular and synovial thickening consistent with adverse reaction to metallic debris. There was no apparent compromise of the abductor tendons. On plain x-rays, in the area of concern, the right posterior cortex, there was some loss of posterior cortex bone mineralization and from the tip of the stem, the area of loss is from about 4.5cm proximal to the tip of stem to about 7.2cm proximal to the tip of the stem, and this area of loss corresponds to the same area on MRI. In (B)(6) 2015, she developed cardiac arrhythmia which may be consistent with cobalt cardiomyopathy. She has also developed mood disorder, memory problems, cognitive decline, tremor of the hands, noise sensitivity, and fatigue, which are problems seen with cobalt toxicity. Fdg pet brain scan showed abnormal areas of focal and generalized brain hypometabolism in a pattern consistent with chronic toxic encephalopathy. FDA safety report ID# (B)(4).